Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, a 26mm sapien 3 case by transfemoral approach in aortic position. A bav was performed and the commander delivery system was prepped as per IFU. The device was inserted into the patient and tracked across highly tortuous vessels, but not with excessive push force. The valve alignment was completed without complication and the valve was deployed successfully in ideal position with no pvl. The device was then removed from patient and returned to crimp table where blood was observed within the delivery system balloon. After inspection a perforation was noted on the balloon shaft.

Event description:
As reported by the edwards affiliate in australia, during a transfemoral tavr procedure in the aortic position, the delivery system balloon leaked. A bav was performed. The edwards commander delivery system was prepped as per sop and IFU. The device was inserted into the patient tracking across highly tortuous vessels, but not with excessive push force. The valve alignment was completed without complication and the valve was deployed successfully in an ideal position with no residual pvl observed. The device was then removed from the patient and was returned to the crimp table where blood was observed within the delivery system balloon. After further inspection, a perforation was noted on the balloon shaft. There were no complications or difficulties reported during the removal of the delivery system from the vasculature. Tools were not used to remove the balloon cover. When the balloon was inflated blood could not been seen going to the atrion.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. The device underwent visual, dimensional and functional analysis. The returned device was visually inspected for any abnormalities. A perforation was observed in the crimp balloon, confirming the complaint. The I/c bond was observed to be intact. Minor gouging was observed on the flex tip. During functional analysis, the balloon was inflated, and a leak was noted near the valve crimp section. Further investigation through visual inspection revealed a perforation on the crimp balloon. Dimensional analysis was then performed. The crimp balloon double wall thickness was measured, as a wall thickness under specification could have contributed to perforation of the crimp balloon. All measured dimensions were found to be within specifications. During manufacturing the delivery system undergoes multiple 100% inspections. The crimp balloon single and double wall thickness is dimensionally inspected. The balloon is visually inspected for gross defects, including embedded particles and fish eyes. The entire device is inspected and reject for missing components, incorrect assembly, and device damage. Distal and proximal balloon covers are inspected. The proximal balloon is inspected to ensure it is positioned all the way up to the balloon pumpkin and rejected if there is a split in proximal balloon cover. Product functional verification testing is performed. The units are inspected and rejected for kinks, cracks, loose or missing components. The balloon inflation/deflation time and inflation pressure is checked. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A device history record (DHR) review performed revealed no issues that could have contributed to the complaint event. The lot history review revealed no similar complaints for ¿balloon - leakage¿. A review of the complaint history from jan 2017 to dec 2017 revealed 23 other returned complaints for ¿balloon - leakage¿ for the edwards commander delivery system (all sizes). With five (5) of the complaints, the complaint of ¿balloon ¿ leakage¿ was unable to be confirmed and no manufacturing non-conformities were identified in the returned sample. A definitive root cause is unable to be determined at this time. No corrective or preventative action was required. With one (1) of the complaints, the complaint was confirmed, but no manufacturing non-conformities were found in the returned sample, and there was insufficient information to determine the exact root cause. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rates did not exceed control limits for this trend category. Therefore, no corrective or preventative action was required. With 17 of the complaints, the complaints were confirmed but no manufacturing issues were identified in the returned product during engineering evaluation. Available information suggests that procedural factors and /or patient factors may have contributed to the event. No labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate did not exceed the control limits for this trend category. Therefore, no corrective or preventative action was required. Review of complaint history revealed that the occurrence rate did not exceed the dec 2017 control limit for the trend category ¿leakage¿. The commander delivery system IFU and procedural training manual were reviewed for guidance and/or instructions on device usage. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿balloon ¿ leakage¿ was confirmed. Because the valve was successfully deployed, the perforation to the crimp balloon likely happened during withdrawal of the delivery system. It is possible that the crimp balloon was cut on calcification, if present, on the annular region, or from the vessel during withdrawal. The complaint description did state that the vessels were tortuous, which also could have potentially caused the perforation. However, a definitive root cause is unable to be determined at this time. Available information suggests that patient factors may have contributed to the complaint event. No manufacturing or IFU/labeling inadequacies were identified. A definitive root cause was unable to be determined; however, available information suggests patient factors contributed to the event. The complaint occurrence rate did not exceed the dec 2017 control limits for the trend category of ¿leakage¿, therefore no corrective or preventive action is required at this time.